Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The blood glucose level was 300 mg/dl at the time of incident. The current blood glucose was 386 mg/dl. The customer treated with manual injection. The customer alleging the insulin pump for over delivery. The product will be returned for the analysis.